Event description:
It was reported that device reset and device software upgrade alerts were noted. Reprogramming attempts were not successful. Radiation therapy sessions were suspected to be the cause. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device reset was confirmed in laboratory analysis. Device reset was due to parity errors due to radiation treatment.